Manufacturer narrative:
Additional information was provided in a.2., b.5., b.7., d.4., d.6.a., and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received stating that her pain still persists and a surgery on her second eye will need to be performed in the near future.

Manufacturer narrative:
Correction: on initial MDR the method code should have been b20 instead of b17. Also, the patient event code e0820 was inadvertently submitted in the initial MDR. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
This case was reported by attorney stating that after the cataract surgery with intraocular lens (iol) implantation in right eye, the patient experienced pronounced light sensitivity and was no longer able to open her eyes. Examination results were carried out on (B)(6) 2026, revealed micro glistening formation in the implanted lens. According to the treating specialist the implanted lens had manufacturing defect. They noted that the patient would be permanently dependent on wearing glasses. According to the current information the patient was unable to work, her eye pain was persistent. There are two medical device reports associated with this patient. This report is associated with the right eye.